Manufacturer narrative:
The qc and calibration were acceptable. A sample-specific discrepancy could not be excluded. The specificity of the elecsys anti-hcv ii assay is <100%. Repeatedly reactive samples must be confirmed according to recommended confirmatory algorithms. Confirmatory tests include immunoblot and rna tests. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings. Without confirmatory testing, further investigation could not be performed. The elecsys anti-hcv ii assay performs within specification.

Manufacturer narrative:
The analyzer's serial number is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable reactive elecsys anti-hcv ii results for 1 patient on a cobas e 801 analytical unit. Sample 1: the elecsys anti-hcv result was 8.37 coi (reactive). On (B)(6) 2026, the sample was repeated, and the result was 8.94 coi (reactive). The sample was tested at another facility using the chemiluminescence methodology, and the result was 0.19 coi (non-reactive). This result was believed to be correct. Sample 2: on (B)(6) 2026, the elecsys anti-hcv result was 8.64 coi (reactive). On (B)(6) 2026, the sample was repeated, and the result was 8.31 coi (reactive). The sample was tested at another facility using the electrochemiluminescence methodology, and the result was 0.18 coi (non-reactive). This result was believed to be correct.